Event description:
Reporter noted irrigation failed during phaco os. Removed handpiece from eye; squeezed irrigation chamber to initiate flow. Complete procedure without further problem. Thermal shrinkage of wound (corneal burn) occurred; used three sutures to close. Device held for eval by facility biomed.